Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cause for all findings is most likely improper handling/excessive force, in combination with wear and tear. The plug of the instrument side is separated from the cable. This is a known type of failure: in the course of time, one or more wires inside the cable can break due to permanent bending/ tensile stress as well as wear and tear. When activating the generator, a voltage flashover at the damaged area might occur. This very likely causes a spark and the separation of one of the plugs at the instrument side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device, the cable suddenly created an electric arc at the level of the resection handle and cut abruptly. The issue occurred during a therapeutic bipolar resection. There were no reports of patient or surgeon harm.